Event description:
11/12/1998 removal and replacement of implant, procedure. Rt side diagnosis status post rt ruptured saline-filled implant. Implant placed 5/27/1993 because status post bilateral mastectomies.